Event description:
It has been reported to philips that the allura device x-ray screens do not turn on anymore. The screens are all black. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Review of system log file shows ip pc error. Upon functional testing fse found that the power supply of host pc was defective. The philips engineer replaced the host pc. After replacement, the system was returned to use in good working order.